Manufacturer narrative:
Product complaint # (B)(4). Date sent to the FDA: 2/9/2026. This report is being submitted pursuant to the provisions of 21 cfr, part 803, part 4 subpart b. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Additional information was requested, the following: how many devices demonstrated the alleged deficiency? 8. Did the event occur during one or multiple patient procedures? Multiple. What is the total number of procedures? 3. Have any of these events been previously reported to ethicon? If so, could you please provide the corresponding reference number(s)? No. When was the needle detached/pulled off from the suture (in the package, during removal from package, during handling prior to use on patient or during use on the patient)? Please specify. During use on the patient¿s. Can you identify the lot number of the products involved? No. Are the products available to be returned for evaluation? If yes, to who and where can a return kit be send for recollection? No. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. D4: UDI: as the lot number for the device involved in the event was not provided, the full UDI is currently not available.

Event description:
It was reported that a patient underwent an unknown procedure on an unknown date and suture was used. It was reported that they had several complaints about the needle popping off the suture. They do not have any packaging from any of the defective ones. No adverse event was reported. Device availability: unknown. Additional information was requested.